Event description:
It was reported that prior to use the appearance of the endotracheal tube had no damage, during the operation, when the surgeon intubated the patient with an endotracheal tube the tube folded, the tube was soft and easy to bend, which may cause the patient to be unable to ventilate and affect intraoperative safety. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.